Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump unexpectedly shut off at 65-75% battery life the day prior to contacting tandem technical support. Reportedly, the pump was connected to a power source and was able to be turned on. Review of pump data by tandem technical support was unable to confirm that the pump shut down on the reported date. In addition, the customer was having difficulty charging the pump. Customer reported blood glucose (bg) level was 276 (mg/dl). A correction bolus was delivered to address bg level. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.